Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Should have been (B)(6) 2018 rather than blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the lead exhibited and unspecified issue, inadequate parameters. The physician decided to use the lead and place a new one successfully. The patient was stable.